Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was experienced and unstable "flickering" thresholds were noted on one pacing lead. The lead was explanted and replaced. It was also reported that placement difficulty was experienced during attempted implant of a second pacing lead. The second lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.